Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "message when does not recognize set" during delivery in medicine care area during therapy (medication, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed and it noted the presence of this alarm prior to an infusion in the log. A visual inspection was performed and no abnormalities were found. The reported issue was not reproduced during evaluation due to an unrelated issue. The device was determined to not meet all product specifications related to the reported event. The reported "message when does not recognize set" was verified. The cause was determined to be a failed upstream sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.